Manufacturer narrative:
(B)(4). Additional information obtained: what is the surgeon¿s opinion on the cause of the burn injury? She does not know, because the injury was noticed at the end of the procedure. She said: ¿may be, it was a failure of the return electrode from erbe or of your mat.¿ the details provided contains the statement ¿the body was wet¿ what does that mean? The little girl had sweated, because of the heat mat. The temperature was set to 38 celsius degree. And, as you can see on the picture, there were some blood and a rest of disinfectant because of putting an epidural anesthesia before the procedure were started. Were they using a stability table? Yes. Where was the pad in relations to the patient and table? Was the patient on their back, pad between back and bed, etc.? The patient was in the fracture table position and she lied on the back. From the bottom up we had: table: heat mat ¿ warm water flows through the mat . Megadyne cover patient . Between the heat mat and the megadyne mat were a 6 cm diameter roll at the end of the back to elevate the hip. Third-party products: erbe vio 300d generator, erbe nessy plate 70, warming mat hico aquatherm 660, x-ray device (c-arm), sahara sectional cloth / sms medipool, small upholstery roll.

Event description:
It was reported that during a hip op intertrochanteric osteotomy procedure, the forced coag with effect 4 and setup 120w modes were used on erbe vio 300d generator. With this settings they had no effect on the tissue in the near of bones. That¿s why they disconnected the megasoft universal and used a nessy electrode from erbe which they fixed on the back side of the child. (Operation area were the lower extremities). The settings of the generator after the change to the nessy electrode was swift coag with effect 4 and 80w. After the surgery, the child had massive burns on the rump. The body was also wet in this area. The wounds were supplied with 5 wound tapes from mediplex. The patient is on their way to improvement.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2019. Investigation summary: received one each 0845, serial number of (B)(4). Pad general appearance is good. Pad tests fine when connected with lab generator. Tested within specification on the multimeter. Complaint is not confirmed. A DHR review was performed, and there is no evidence of device defect or malfunctions.